Event description:
Defective product in field, bottles have the potential to leak in their secondary container, the cassettes. Affects on pt results need to be evaluated by physician or pathologist at each site.